Event description:
During the eval for another complaint, an overfill situation was identified. On (B) (6) 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 999ml during drain 4 of therapy. This indicated that home pt drained a volume of 999 ml above the programmed fill volume of 2500ml. During the therapy logged on (B) (6) 2007, there were five low drain volume alarms and one bypass performed. F/u with the home pt revealed this issue had been resolved. The home pt reported the nurse made a change to their prescription used for therapy. The home pt now uses on 4.25% dextrose concentration solution bag instead of two 1.25% dextrose solution bags. At the time of the identified overfill, the home pt was using three 1.25% dextrose solution bags and was retaining fluid and having difficulty draining. Since the change in the prescription, the home pt reported there were no further problems. There was no pt symptom associated with the identified overfill situation and there was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4). Add'l 510k #: k923065. The device was evaluated and no device failure or malfunction was identified that could have caused or contributed to the identified overfill. Three simulated pt therapies were performed using the pt's therapy settings with no problems encountered. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated pt was within design specs. The software was used to monitor the device's pneumatic sys. No problems were revealed and all pressures correct and stable. The cover was opened and an internal inspection performed no problems were revealed during this inspection and all connections were correct and secure. The device functioned normally during testing.